Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not operate on ac power. The user also reported the heart lung console would beep every two minutes. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.